Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and two different meshes were implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/7/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.